Event description:
It was reported that the patient with this advance xp sling experienced recurring urinary incontinence. A surgical procedure was scheduled to implant a new artificial urinary sphincter (aus). No further patient complications were reported.